Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's wife reported via phone call that the customer had a back surgery and was on medication. Customer removed the device and blood glucose was over 600 mg/dl. Customer was given an insulin shot and blood glucose went down to 451 mg/dl. Customer declined troubleshooting. Customer will not be returning the device for analysis.